Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump alarmed for patient side occlusion and when the line was flushed, a balloon was noted at the top of the silicone segment. It was also noted that the cap valve was recessed below the top of the housing. The IV catheter was noted to be infiltrated and a new IV was started. There was no patient harm reported.

Manufacturer narrative:
Concomitant products: baxter 1000ml bag of 5% dextrose and 0.45% nacl injection, ndc 0338-0085-04, lot y004382, exp may 2017, therapy date unk. The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. The report of the piston on a valve being recessed below the top of the housing was not confirmed. During visual inspection it was observed that the silicone segment tubing had a slight bulge, discoloration, and weakened area just below the upper fitment. Functional testing and pressure testing were unable to replicate the ballooning. All three smartsite valves were inspected and the pistons were observed to be in their correct positions and not recessed below the top of the housing. Dimensional testing was performed on the valves and the results showed the smartsites were within specifications. Functional testing resulted in no leaking from any of the valves, and the pistons returned to their normal position after each test flush. The root cause of the customer¿s report of ballooning silicone segment and recessed piston was not identified.